Event description:
This case was reported by a consumer and described the occurrence of speech disorder in a male pt who received gsk denture adhesive (super poligrip-formulation unk) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started gsk denture adhesive (formulation unk). At an unk time after starting gsk denture adhesive (formulation unk), the pt experienced speech disorder, balance difficulty, coordination disturbance, disability and muscle weakness. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unk. Ae info received via mail 10 april 2012: this consumer reports using super poligrip and experiencing problems with speech, balance problems, coordination problems and loss of muscle strength in arms. The pt stated that he is disabled and has social security disability. The MFR's report number for this case is 9681138-2012-00046.

Manufacturer narrative:
Super poligrip is mfg in (B)(4) and neither the product nor lot number for this product is available. (B)(4).